Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. The time between testing was two (2) hours. Therapeutic range 3.0 - 4.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Results of the query of similarly incidents in the complaint system for this trend code did not indicate a manufacturing issue. Root cause could not be determined and from the information provided by the customer. Trend analysis for the lot is not possible, as the lot number was not provided. However, the issue will be tracked and trended.